Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and a cracked reservoir tube. No number ramping or scroll bar anomalies were noted.

Event description:
It was reported that the insulin pump alarmed button error after taking a flying dive. The blood glucose reading was 225 mg/dl after a follow up on a blood glucose reading of 438 mg/dl. The customer stated that he had had the insulin pump against his shirt and that he had been sweating like a pig. He also noted scrolling numbers during a bolus attempt. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.